Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was no cannula when they removed the sensor from their body to check if it was bent. The customer¿s blood glucose during the incident was unknown. No further details were provided. The sensor will not be returned for analysis.